Event description:
Caller alleges device was unavailable for use due to error message resulting in elevated blood glucose level of 500 mg/dl requiring hospitalization. Length of unavailability was not provided. Treatment received was not provided. Test strips are no longer available for return; replacement was provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.